Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that the cartridge of strips that he was using was very old and that he couldn't recall when he opened them. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". In addition, the user reported that he tested his old test strips with control solution that was very old. Dario's user guide states in the section control slution precautions: "ensure that your control solution has not expired. Check the expiration date on the bottle. Ensure that your control solution was not opened more than three (3) months ago." Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, the user hung up the phone when dario's representative called. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings.the user reported receiving from his dario meter a bg reading of 213 mg/dl compared to a bg reading of 163 mg/dl from his non-dario meter and cgm.